Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate stimulation. The patient was doing well postoperatively and the explanted device was not returned.